Event description:
It was reported that an ilet device¿s touchscreen was cracked after the user fell during a physical education class, rendering the device nonfunctional; the device component affected was the display/touchscreen, and the event was associated with device damage from impact. Symptoms included no adverse clinical effects. Outcomes included replacement of the device and notification that the replacement would not be watertight. Investigation included review of the event details and available case imagery. Investigation of this case revealed physical damage consistent with external impact. It was concluded that the event resulted from accidental damage unrelated to a device manufacturing or design issue.